Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient representative reported right side "severe capsular contracture", baker grade IV, "overfilling with 560 cc's of saline," "distorted abnormal-appearing breast," "very round ball-like appearance to the breast and implant sitting on [the] chest and almost no contour," "extremely wide cleavage related to the lateral displacement of the implants," "extremely thin soft tissue coverage over the implants, noticeably worse on the right than the left," "mental anguish", and "loss of the capacity for the enjoyment of life." Patient representative also reported ¿suffered bodily injury", "suffering", "disability", and "disfigurement"; these are not device related. Device remains implanted.